Event description:
It was reported by the rep the device was used during a laparoscopic gastric bypass. It was reported the 512xd was being used in the camera port, was being torqued to maneuver in a thick abdominal wall. The most distal tip of the trocar broke into pieces an fell into the abdominal cavity. The rep was present during the later part of the case as the pieces were being retrieved. All but two fragments of the tip were recovered from the pt. Once the trocar and pieces were removed, the trocar was taped together to evaluate the size of the fragments. The surgeon reported to the rep photographs of the trocar had been taken. The rep requested the device be saved for analysis, but the trocar was discarded.